Manufacturer narrative:
The complaint describing a leakage cannot be verified. The product meets the specifications. One used and ten unused cartridges were visually, leak and glide force tested. The cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported insulin leaked from the cartridge. No physiological effects were reported, and she did not require treatment form a healthcare professional or second party to address the issue. The cartridge was requested for evaluation.